Event description:
Baxter received a report from a baxter technician stating the CPR was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The baxter technician found the CPR cable needed to be reconnected. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in march 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the CPR cable to resolve the reported event. Based on this information, no further action is required.